Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. Reportedly, the cartridge was cracked. The customer's blood glucose level was 195 mg/dl. Reportedly, the customer's son was going to bring the customer insulin and a new cartridge/infusion set to change.